Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.5 device for mechanical circulatory support. While on support there were low flows/suction that were persistent. The team attempted to troubleshoot but the low flows persisted. Additionally, the patient experienced ventricular tachycardia (vt) that was treated by defibrillation. The pump was repositioned due to the vt and low flows and suction. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow and arrhythmia has been completed. The impella pump was returned for evaluation and visually inspected. Biomaterial observed around impeller and purge gup. A cannula kink was observed near outlet. No broken bladed found. The root cause of the low pump flow issue was most likely biomaterial ingestion, and cannula kink may occurred during removal. The root cause of the arrhythmia could not be determined without additional information.